Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 2/19/2016 via (B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using a 15 g bd¿ interlink® lever lock cannula, a patient was receiving a continuous lidocaine drip with continuous cardiac monitoring. While the patient was sleeping, he/she went into ventricular tachycardia and when the medical staff arrived at bedside they noticed that the device had disconnected from the IV infusion set and the medication was leaking onto the floor. The patient was treated with a bolus dose of lidocaine and transferred to a higher level of care for further monitoring.

Manufacturer narrative:
(B)(4). Since the batch number for this complaint is unknown and no samples and/or pictures are available, we are unable to perform root cause investigation into the specific event that occurred in (B)(4). However, there are two known failure modes which may result in leakage/disconnect of the lever lock product. One condition, the molding short shot condition, results in the lever lock cannula or lever arm being not completely formed and can lead to leakage. A situation analysis investigation ((B)(4)) was performed for the molding short shot condition in 2014. A detection system was installed in (B)(6) 2014 within the lever lock assembly process to inspect for the correct cannula and arm lengths. The other condition, the broken arm condition, may also result in leakage/disconnect of the lever lock product. In order to prevent the broken arm condition, the product ejection station in the lever lock assembly machine was redesigned to eliminate the shear force application on the arms. This corrective action was completed in february 2016. Complaints received for this product and condition will continue to be tracked and trended. Bd (B)(4) will continue monitoring our manufacturing processes to ensure product quality. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.